Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's son reported that the patient developed a rash under the front therapy pad. The patient saw her primary care physician who provided a cream for the irritation. During a follow up the patient's son reported that the patient's rash had not improved, but that the patient was in the hospital for a virus and the rash was under the care of the doctors. The final medical outcome of the rash is unknown. There was no alleged device malfunction associated with the rash.